Manufacturer narrative:
Dimensional inspection of plates from the same batch determined the plates holes conform to memometal specification. Moreover historical data analysis demonstrated that this is an isolated incident. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant did not work as planned. The screw locking effect was difficult to get. There was no adverse consequence to the patient.